Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted capacitor on the computer/analog pca. The shorted capacitor caused excessive current to flow through the circuit, damaging components. The root cause for the shorted capacitor could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/05/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor failed incoming functionality testing.